Manufacturer narrative:
During a review of complaints completed on (B)(6) 2016, it was discovered that this complaint was incorrectly identified as reportable. A heater-cooler alarming on the isolation line monitor in the or is not likely to result in death or serious injury and is not a reportable malfunction. This medwatch report is being retracted, and no further supplemental reports will be filed regarding this issue.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the line isolation line monitor of the sorin heater-cooler system 3t alarmed when the unit was powered up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the line isolation line monitor of the sorin heater-cooler system 3t alarmed when the unit was powered up. There was no patient involvement.